Manufacturer narrative:
Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic quality or risk issue. Of the product requested back for evaluation, lifescan (lfs) has received samples of test strips for 5 complaints. Analysis was not possible for test strips returned to lfs due to unknown storage and handling preventing the allegation being physically investigated. This report is processed under exemption number e2005018.

Event description:
This report summarizes 122 malfunction events. A review of the events indicated that the ot select simple meter read inaccurately high. These reports were received from various sources. The patients associated with this allegation have no age data and there is no weight data available. Of the reported patients; 82 were male, 37 female & 3 were unknown.